Event description:
Information received indicates the brakes will engage but do not hold.

Manufacturer narrative:
The technician rebuilt the brake block assembly and adjusted the casters to repair the bed.